Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 19) with multiple cartridges during the load sequence. Customer's blood glucose level was 199 mg/dl. Customer reverted to manual injections for management of blood glucose levels.